Manufacturer narrative:
H6: investigation summary . Due to no photo or sample being received, the customer's complaint of leakage could not be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that the unspecified bd intravascular administration set experienced leakage. The following information was provided by the initial reporter: material no: unknown , batch no: unknown. We would like to report a tubing malfunction. When new bottle of propofol spiked onto tubing, medication began to leak/flow out of the air vent. What was the date and time of event? (B)(6) 2021 @0900. Did this event occur during patient use? Yes.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intravascular administration set experienced leakage. The following information was provided by the initial reporter: material no: unknown batch no: unknown. We would like to report a tubing malfunction. When new bottle of propofol spiked onto tubing, medication began to leak/flow out of the air vent. What was the date and time of event? (B)(6) 2021 @0900. Did this event occur during patient use? Yes.